Event description:
Home pt reports heater bag inflated during treatment on home choice device. Details of incident are unk. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Per health care professional, no pt injury or required medical intervention.